Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was unsure how to calculate the amount of carbohydrates ingested plus the timing in which to bolus insulin via pump. As a result, the customer experienced a low blood glucose of 49 mg/dl which caused the customer to fall and hit their head. The customer's wife assisted the customer with consuming orange juice, candy, and gave glucose shot. Recommendation was made to consult with a healthcare provider to discuss diabetes management.